Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that cutting was normally operating and got weaker during the vitrectomy surgery. The surgery was completed after replacing the product with new unit. There was no patient impact.